Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient has been rescheduled to undergo bilateral device removal and replacement with 360cc mentor memorygel breast implants, catalog number 3507360mc on (B)(6) 2021. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on april 8, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient underwent bilateral device removal and replacement with 405cc mentor memorygel breast implants, catalog number: 3507405mc, serial numbers:(B)(6) on the left side and (B)(6) on the right side on (B)(6) 2021. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on january 31, 2021, mentor became aware that the patient has been rescheduled to undergo bilateral device removal and replacement with 360cc mentor memorygel breast implants, catalog number 3507360mc on (B)(6) 2021. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient is scheduled to undergo bilateral device removal and replacement with 360cc mentor memorygel breast implants, catalog number 3507360mc on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent breast reconstruction revision with 350cc mentor memorygel breast implants and experienced bilateral rupture and capsulitis on the right side postoperatively. The ruptures were confirmed with an MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient also experienced bilateral high-grade capsular contracture. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On april 26, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 350cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On june 6, 2021, device re-evaluation was completed due to patient also experiencing bilateral to capsular contracture (reported under previous report): updated device investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 350cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).